Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The root cause most likely is too high force application during pulling the loop back into the outer sheath. During the investigation no indications for a material or manufacturing related issue were found. The event is filed under internal karl storz complaint ID: (B)(4)..

Event description:
The isolation of the returned loop was found to be damaged. The isolation shows peel off on both sides. Furthermore there is a visible cut on the isolation. The wire is burned.